Manufacturer narrative:
Event date was on an unknown date a month and a half ago during hospitalization for high blood pressure and low blood pressure. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. During hospitalization for high blood and low blood pressure, the patient had cloudy fluid and was treated with unspecified antibiotics (intraperitoneal, doses, frequencies and durations were not reported) for the event. At the time of this report, the patient's cloudy fluid was cleared and was sent home. Pd therapy was discontinued. No additional information is available.